Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material#: 309657 batch#: 4261474. Verbatim: rcc received a complaint via email. Item# 309657. Prod has excessive lubrication. Po# (B)(4). Invoice # (B)(4).

Manufacturer narrative:
Investigation results: the claim is classified as unconfirmed, as the customer did not provide physical samples or photographs to perform the corresponding analysis. Additionally, no quality events were recorded during the manufacturing of the lot.

Event description:
No additional information.